Event description:
Subsequent to the initial report being filed, it was reported that after the stent became stretched and removed from the anatomy, 8cm of the distal end of the stent became separated. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). The reported thumbwheel break was unable to be confirmed. The reported stent damages (separation/break, stretched, material deformation) were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted sporadically wrinkled sheath and the noted wrinkled stabilizer at two locations resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported activation/deployment failure. Removal of the compromised device by constraining the stent with the delivery system and pulling into the introducer sheath resulted in the reported/noted stent damages (break, deformed, stretched, separated). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6x150mm absolute pro self-expanding stent system (sess) was attempted to be deployed; however, the thumbwheel broke and stent was only able to be partially deployed. The stent was removed by constraining the stent with the delivery system and pulling into the introducer sheath. The stent was noted to have become broken, deformed and stretched. A covered stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.